Event description:
It was reported the right ventricular (rv) lead exhibited gradually increasing impedance over time on the rv and superior vena cava (svc) high voltage portions of the lead. The rv lead impedance alerts were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).